Event description:
Event description cpi received information that this implantable pulse generator (ipg) has been explanted for premature battery depletion. A new model 460 was successfully implanted.